Event description:
It was reported that the patient stated needing to have an artificial urinary sphincter (aus) replaced due to "non-stop leaking". The patient could not schedule an appointment with the physician due to the quarantine but planned on obtaining the advice by scheduling a teleconference on (B)(6) 2020 and an appointment scheduled on the week of (B)(6) 2020.

Manufacturer narrative:
B2, e1, h2, h10 field change.

Event description:
It was reported that the patient stated needing to have an artificial urinary sphincter (aus) replaced due to "non-stop leaking". The patient could not schedule an appointment with the physician due to the quarantine but planned on obtaining the advice by scheduling a teleconference on (B)(6) 2020 and an appointment scheduled on the week of (B)(6) 2020.